Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance (impedance value ¿ 8869 ohms). The patient underwent generator and lead replacement surgery on (B)(6) 2014. Pre-operative system diagnostics showed high impedance. The lead pin was re-inserted into the generator header and system diagnostics still showed high impedance. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway. X-rays were provided to the manufacturer for further review but attempts to open these electronic documents have been unsuccessful. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Additional programming history was received and a review showed normal diagnostic results through (B)(6) 2014.

Manufacturer narrative:
Device failure was confirmed, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the lead was completed on (B)(4) 2014. The lead was returned in four portions with three tie downs attached. Abrasions were observed in various areas, and were possibly caused by wear. Within the lead, coils were stretched, spiraled and wavy in some areas. A confirmed discontinuity was observed on the positive quadfilar coil in the electrode region of the lead. The coil break was located at the proximal end of the anchor tether and had extensive pitting on three broken coil strands. Slice and puncture marks are present on the remainder of the lead and appear to have been made by a sharp object. These marks could have occurred during the explant procedure, however, this cannot be confirmed. Also, the electrodes have an imperfect appearance most likely caused by manipulation of the lead during the explant procedure. Analysis of the generator was completed on (B)(4) 2014. The pulse generator diagnostics were as expected for the programmed parameters, and the generator performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.